Event description:
A customer reported a 23 gauge hypodermic needle originated from a 3 gauge soft tip needle blister pack. The surgeon discovered the issue as he was inserting the needle into the patient's eye, however there was no impact to the patient as the needle was immediately replaced without any measureable delay.

Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been determined. (B)(4).